Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd ultra fine¿ insulin pen needle inner shield/or outer cover/cap does not attach/detach / unable or difficult to prime. The following information was provided by the initial reporter: "needle will not prime with one pen needle and pen needle from this same box would not go onto the pen.

Event description:
It was reported during use the bd ultra fine¿ insulin pen needle inner shield/or outer cover/cap does not attach/detach / unable or difficult to prime. The following information was provided by the initial reporter: "needle will not prime with one pen needle and pen needle from this same box would not go onto the pen.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 24 march 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.